Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple allergies ("allergies") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced respiratory disorder ("respiratory disorder"), skin disorder ("cutaneous disorder"), sense of oppression ("oppression"), chest pain ("chest pain") and malaise ("malaise"). On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), nausea ("nausea") and mental disorder ("psychological disorder"). The patient was treated with surgery (fallopian tubes were removed). Essure was removed in (B)(6) 2018. At the time of the report, the multiple allergies, nausea and mental disorder had resolved and the respiratory disorder, skin disorder, sense of oppression, chest pain and malaise outcome was unknown. The reporter considered chest pain, malaise, mental disorder, multiple allergies, nausea, respiratory disorder, sense of oppression and skin disorder to be related to essure. Diagnostic results: CT-scan was performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: multiple allergies the analysis in the global safety database revealed 10 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple allergies ("allergies") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced respiratory disorder ("respiratory disorder"), skin disorder ("cutaneous disorder"), sense of oppression ("oppression"), chest pain ("chest pain") and malaise ("malaise"). On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), nausea ("nausea") and mental disorder ("psychological disorder"). The patient was treated with surgery (fallopian tubes were removed). Essure was removed in (B)(6) 2018. At the time of the report, the multiple allergies, nausea and mental disorder had resolved and the respiratory disorder, skin disorder, sense of oppression, chest pain and malaise outcome was unknown. The reporter considered chest pain, malaise, mental disorder, multiple allergies, nausea, respiratory disorder, sense of oppression and skin disorder to be related to essure. Diagnostic results: CT-scan was performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-may-2018 for the following meddra preferred term: multiple allergies the analysis in the global safety database revealed 10 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2018: this case was identified as a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1717403) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of multiple allergies ("allergies") in a 38-year-old female patient who had essure (batch no. 50512923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 23 days after insertion of essure, the patient experienced malaise ("repetitive malaise"). On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), respiratory disorder ("respiratory disorder"), skin disorder ("cutaneous disorder"), sense of oppression ("oppression"), chest pain ("chest pain"), nausea ("nausea") and mental disorder ("psychological disorder"). The patient was treated with surgery (fallopian tubes removed). Essure was removed in may 2013. At the time of the report, the multiple allergies, nausea and mental disorder had resolved and the malaise, respiratory disorder, skin disorder, sense of oppression and chest pain outcome was unknown. The reporter considered chest pain, malaise, mental disorder, multiple allergies, nausea, respiratory disorder, sense of oppression and skin disorder to be related to essure. The reporter commented: actual state of the patient: disorders relate to reject with since 2011 a lot of symptoms and sick leave. The event happened at the home of the patient the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: multiple allergies ¿ analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this case - reporter, date of birth, essure stop date, events respiratory disorder, cutaneous disorder, oppression chest pain, allergies, nausea and psychological disorder added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple allergies ("allergies") in a 38-year-old female patient who had essure (batch no. 50512923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 23 days after insertion of essure, the patient experienced malaise ("repetitive malaise"). On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), respiratory disorder ("respiratory disorder"), skin disorder ("cutaneous disorder"), sense of oppression ("oppression"), chest pain ("chest pain"), nausea ("nausea") and mental disorder ("psychological disorder"). The patient was treated with surgery (fallopian tubes removed). Essure was removed in (B)(6) 2013. At the time of the report, the multiple allergies, nausea and mental disorder had resolved and the malaise, respiratory disorder, skin disorder, sense of oppression and chest pain outcome was unknown. The reporter considered chest pain, malaise, mental disorder, multiple allergies, nausea, respiratory disorder, sense of oppression and skin disorder to be related to essure. The reporter commented: actual state of the patient: disorders relate to reject with since 2011 a lot of symptoms and sick leave. The event happened at the home of the patient the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: multiple allergies ¿ analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 13-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.